Manufacturer narrative:
The device was received at pentax medical on service order 3137252 for further evaluation. The device was inspected where the user narrative was confirmed. The inspection findings are as follows: accessory stuck in primary operation channel, ccd wire broken at segment side, wet leak test not performed unit compromised, up angle wire broken, down angle wire broken, light carrying bundle broken, customer complaint confirmed, insertion tube damage/broken/pulled from control body, hole in # 1 remote control button cover, hole in # 3 remote control button cover, hole in # 4 remote control button cover. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On (B)(6) 2021, a device history record (DHR) review for model vnl-1570stk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04oct2010 under normal conditions,passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai involving pentax video scope vnl-1570stk. In the event reported, the user states that a brush stuck/broken in channel. The event timing is in the reprocessing room, during reprocessing. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.